Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor. It was reported they had been shaking more and it had gradually gotten worse. The patient also had dementia. Further follow-up was being conducted to determine what the circumstances were that led the return of symptoms and what steps were taken to resolve the issue.